Event description:
Allegedly, surgeon used a forefoot kit 18mm ups plate with 3 30mm locked screws and a 26mm locked screw. Surgeon advised in 2007, this pt had one screw backing out and another had broken in half around the head of the screw.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. To date, no revision surgery has been performed. Trends will be evaluated. This report will be amended when the investigation is completed. This is a reportable malfunction. This is the same event as 1043534-2008-00004.